Event description:
It was reported while testing with bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml a false negative result was obtained. Confirmatory testing was performed and the result was positive. There was no report of patient impact. The following information was provided by the initial reporter: the customer complained on false negative incident while using bd mgit¿ - tubes inserted to bd bactec¿ mgit¿. The customer notice visually granules in the bottom of the vial, they did af it was positive, and did tbc identification test and found it as tb. Also other specimens of this patient found positive in mgit. Results were not reported to the clinician.

Manufacturer narrative:
H.6. Investigation: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixed until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1020600 was satisfactory and no notifications were generated during manufacturing and inspection. Formulation, filling and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 1020600 (100 tubes) were available for inspection. No media defects were observed in 100/100 tubes from visual inspection. For investigation of this complaint, retention tubes were tested for growth support and antibiotic susceptibility of mycobacterium species per the standard performance protocol for material 245122 as listed in the certificate of analysis. Growth support and antibiotic susceptibility of all organisms tested in the retention tubes from batch 1020600 was satisfactory with positive results returned from the instrument within the expected times. One photo was received to assist with the investigation: the photo shows a partial tube from batch 1020600. The tube does appear to have growth towards the bottom of the tube along the sensor. No returns were received to assist with the investigation. Retention sample testing for growth support and antibiotic susceptibility were satisfactory. Bd will continue to trend complaints for performance. This complaint cannot be confirmed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while testing with bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7ml a false negative result was obtained. Confirmatory testing was performed and the result was positive. There was no report of patient impact. The following information was provided by the initial reporter: the customer complained on false negative incident while using bd mgit¿ - tubes inserted to bd bactec¿ mgit¿. The customer notice visually granules in the bottom of the vial, they did af it was positive, and did tbc identification test and found it as (B)(6). Also other specimens of this patient found positive in mgit. Results were not reported to the clinician.